Event description:
During a radiofrequency ablation procedure a patient burn occurred. The skin was not prepped and the grounding pad was placed on the mid-lateral right side of the back. The procedure was completed with no issues and the patient was discharged. On the 8th postoperative day the patient complained of lower back pain and was noted to have a scabbed burn in the location where the grounding pad had been placed. A burn cream was applied and the patient has remained in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported burn may have been procedure related. Per the IFU, a burn is a known risk during the use of this device.